Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had an isolated stored signal artifact monitoring (sam) episode which revealed high out-of-range impedance measurements on the right ventricular (rv) lead. Additionally, there were several episodes with noise and oversensing from the same day stored. Which was suspected to be caused by electromagnetic interference (emi). This resulted in the minute ventilation (mv) feature being automatically disabled. The patient reported experiencing syncope. No additional adverse patient effects were reported. This product remains in service.